Event description:
The customer reported that with a patient loaded in the gantry, the patient support drove out and down without being requested to do so by the operator. There was no report of harm to a patient, operator, or bystander associated with the event. The field serivice engineer (fse) found that the rh gantry control panel unload button was stuck engaged.

Manufacturer narrative:
Note: we have not completed our investigation of this event. (B)(4).